Event description:
During CABG arterial catheter needle broke while inserted in patient. Removal of catheter/needle upon discovery of broken material. Provider requested for broken arterial catheter/needle sent to manufacturer. FDA safety report ID # (B)(4).